Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) may have been dropped. The upper case was broken around the menu encoder, the menu control knob was missing, and the hanger was broken. It was also determined at analysis that the main printed circuit board (pcb), was damaged, and two control knobs were contaminated. The lower case and one screw were contaminated, and the main seal was misshaped. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) may have been dropped. The menu parameter dial was broken off. A piece of metal had pushed through the plastic on the bottom right and there was a missing knob. The epg was returned for service. There was no patient involvement.